Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer complained of frequent battery changes, and condensation in the screen of their insulin pump. The patient's blood glucose level was not recorded. The customer requested a new pump but was declined. No further information was provided.